Event description:
(B)(6) rep reports patient (pt) has abbott cardiomems implant. (B)(6) rep reports the (B)(6) scs device impacts the cardiomems device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).